Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unspecified reason. All the components were previously removed and the patient was further reimplanted with a new aus. No information about the patient's outcome was provided. Additional information received. The old aus was previously removed due to erosion. The new aus was implanted in a further surgery. The patient had a good outcome with no further complications.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to erosion. All the components were previously removed and the patient was further reimplanted with a new aus. The patient had a good outcome with no further complications.

Manufacturer narrative:
E1: initial reporter facility name included.